Event description:
It was reported that post uneventful xact stenting procedure in the left internal carotid artery with mild calcification, the patient experienced chest pain, anxiety, shortness of breath and diaphoresis. EKG showed st elevation and the patient was diagnosed with an acute myocardial infarction. The patient was immediately taken back to the catheterization lab and stented with a 3.5 x 23 xience v stent in the proximal circumflex artery for a 95% stenosis. The patient recovered and was discharged home one day after the procedure. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and myocardial infarction are listed in the product instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.